Event description:
It was reported that patient was opened and prosthetics removed when it was found that the wrong customer elbow component was made for the patient. A left ulna component was designed and a right was made.